Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a dislodged grip-tang near the base of the grip tip.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the force bipolar instrument tip got stuck in the trocar. It was difficult to pull the instrument out the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not in strong grip mode at the time of the event. Abnormalities noted with the instrument, such as a dislodged/unhinged jaw or a grip tip sticking out. No collision with other instruments. The surgeon staff were able to successfully open the jaws intraoperatively with a release key/mechanism. The jaws were not stuck on tissue when the issue occurred. No adverse effect on any grasped tissue. No tissue removal and no bleeding observed due to the unclamping issue.